Manufacturer narrative:
(B)(4).

Event description:
The customer reports the syringe entered air and the plastic cone of the cannula is leaky.

Event description:
The customer reports the syringe entered air and the plastic cone of the cannula is leaky.

Manufacturer narrative:
(B)(4). The customer returned a single introducer needle for evaluation. Dried blood was observed within the needle hub. Visual inspection revealed the needle hub contained several cracks around the circumference of the hub. The cracks emanated from the proximal opening and extended to the tapered portion of the hub. The returned introducer needle was attached to a lab inventory syringe and filled with water. When the syringe plunger was depressed, water exited the cracks in the needle hub as well as the distal end of the needle. A device history record review was performed on the needle and no manufacturing related issues were identified. The customer reported issue of the needle hub cracking in use was confirmed during the sample investigation. The needle hub was returned with several cracks. A device history record review was performed and no relevant findings were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.